Event description:
The user facility reported that a patient presented to the hospital with chest pain. In the emergency room 12 leads showed anterior st-elevation myocardial infarction. The patient was taken to the catheterization lab and an impella cp was placed to support the percutaneous coronary intervention. In the intensive care unit, the patient developed a hematoma and bleeding from the impella cp access site. A new suture was applied to the impella sheath and one-unit of packed red blood cells was given. Bleeding was resolved. Systemic heparin was held. It was further reported that the patient expired. Duration of impella cp support was seven hours.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported hematoma and major bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the hematoma and major bleedcould not be determined.